Event description:
During the index procedure, one endeavor sprint drug eluting stent was implanted in the rca. Approximately 3 months post index procedure, the patient suffered acute inferior wall mi. Stenting of the rca was carried out as treatment using a non medtronic device. Investigator assessed that the event was not related to the index device. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.